Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, mobility - immediate loading with a temporary bridge ((B)(6) are same patient).